Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. (B)(4): device implanted in the patient's body.

Event description:
During the procedure a stent and 10 coils were deployed in the aneurysm at the tip of the basilar artery. The patient experienced an asymptomatic cerebral infarction and mass effect. In the physicians opinion the cerebral infarction was caused by thromboembolism. The physician stated that the mass effect was due to the oculomotor nerve was "compressed on the coil mass" and the patient suffered diplopia as a result.